Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the implant the tip fractured. No foreign body was retained or harm reported to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. The strike plate has some scuffing and the handle has some wear and tear. The grey poly impactor tip has fractured and all of the pieces were returned. The poly impactor pad does have epoxy residue on the threads. Measured the handle of the impactor and it is conforming to the print specifications. Device has a possible field age of 2+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.